Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, diopter unknown, in the patient's left eye (os). The lens was reported as having a low vault, with lens rotation. The plan is to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
Lens repositioning was performed several weeks after implantation. Corrected data: report source is from (B)(6), not (B)(6). (B)(4). Per dfu for this lens model, vicl's are contraindicated to patients with previous or pre-existing ocular disease that would preclude post-operative visual acuity of 20/60 or better. Claim #(B)(4).